Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. (B)(4).

Event description:
The consumer reported being unable to charge. Recharging best practices were reviewed. Repositioning the antenna did not resolve the issue. The patient reset the implantable neurostimulator recharger (insr) and it was still not recharging. There was a damaged antenna. The insr stopped connecting to the implantable neurostimulator (ins). A new antenna was ordered. It was noted the patient had a sudden return of pain. Relevant medical history included myofacial pain syndrome.